Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the ¿battery would not work,¿ and their symptoms were ¿so bad¿ that they ¿had to wear pull ups¿ in regards to their second implant. The patient had the stimulator replaced on (B)(6) 2020. No further complications were reported at this time.